Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during a coil embolization treatment, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed in their entirety. There was no reported patient injury. The patient's current status is reported to be "fine."

Manufacturer narrative:
The device was returned for evaluation. The monofilament was observed to be intact, and could be visualized from the exterior of the pusher. The pet was removed to expose the monofilament end. The monofilament end shows a reduction in diameter and a fiber tail at the surface of the break. The reduction in diameter suggests that a force large enough to begin stretching the monofilament was applied during use. The implant coil was also provided and was stretched in front of the proximal tie knot. The stretch coil also suggests that a force large enough to stretch out the coil was applied during use. Based on the investigation findings, the reported complaint can be confirmed. The root cause is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded the strength specification of both the monofilament and implant.